Event description:
It was reported that an asymptomatic patient presented in clinic, the right ventricular lead exhibited noise. The noise was not reproducible with isometrics and arm movements. On (B)(6) 2014, the patient presented remotely via merlin.net; stored episodes of noise were noted on the ventricular lead. On (B)(6) 2014, the patient was brought in for lead revision. The physician could not insert a new lead so the existing lead was reused and the device was reprogrammed with decreased sensitivity. The patient would be monitored

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.